Event description:
It was reported that during a coronary artery drug eluting stenting procedure, stent damage was noticed. A physician attempted to place a 2.5x24mm taxus liberte stent in an unspecified vessel. The physician noticed that the stent was buckled just as he was about to insert. The device was not used and there were no pt complications. Info has been requested multiple times, but none is forthcoming at this time. This product is only ous approved, but is similar to a marketed us device.